Event description:
It was reported by service report that the cam bearing and cam pivot block were broken. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Evaluation result: cam pivot block, cam bearing.